Event description:
It was reported that after a da vinci-assisted surgical procedure, it was reported that the generator unit would not turn on after the completion of a case. The site investigated by checking the power cord connection to the wall, but the unit remained unresponsive. A technical support instructed the site to connect the e100 power cable to the generator, and the site powered down e100 and swapped power cords, but this did not resolve the issue. The site proceeded to move the case to another room. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the customer reported complaint was confirmed and replicated. The reported issue was not able to be confirmed using logs; only a single m-10 error logged. Inspection during failure analysis process was able to confirm the reported event; attempted to test unit on system, generator did not power on. Fuses were checked and swapped for testing; would not power on condition remained. The complaint was confirmed based on the failure analysis.